Manufacturer narrative:
Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date from (B)(6) 2021 to present. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in one (1) empty intravia container . The pm was described as ¿plastic like particles¿ observed in the finalized sterile compounded bag. The device was filled with an unknown solution (reported as one of the following medications: milrinone, ampicillin, dobutamine or foscarnet). Per baxter¿s recommendations, the user(s) were not using a needle greater than 18 gauge. The event occurred prior to patient use. Therefore, there was no patient involvement. No additional information is available.